Manufacturer narrative:
E.1. Other occupation: senior lead pharmacy technician. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that full height drawer 4 was failed and not allowing station to boot up. A field service engineer (fse) tested the board and found to be faulty, so both controller boards on the drawer were replaced. Fse reinstalled the drawer and it functioned properly, allowing the station to boot up issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen blacked out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.